Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer alleges that insulin delivery is inaccurate. Mother alleges the settings of temporary basal rate are changed unintentionally. Customer has hyperglycemia and hypoglycemia. No adverse event alleged. Device not returned.